Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. The reported device serial number and format does not exist in our system. Because a valid serial number was not provided for this device, it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope came apart within the patient's leg. The pa-c/ harvester said the dissection had been made successfully and there was no issue with the conical tip. However, when the scope was reintroduced to the leg, visibility became non-existant . The pa removed the scope for inspection and upon inspecting the scope determined that the lens and the o-rings were no longer present. After determining that these items were inside of the patient, the doctor retrieved a second scope and was able to visualize the tunnel and remove the pieces. Post- op x-ray did not reveal any items remaining in the leg. A replacement device was used to complete the procedure.

Manufacturer narrative:
Feb. 24, 2016 09:10 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope came apart within the patient's leg. The pa-c/ harvester said the dissection had been made successfully and there was no issue with the conical tip. However, when the scope was reintroduced to the leg, visibility became non-existent . The pa removed the scope for inspection and upon inspecting the scope determined that the lens and the o-rings were no longer present. After determining that these items were inside of the patient, the doctor retrieved a second scope and was able to visualize the tunnel and remove the pieces. Post- op x-ray did not reveal any items remaining in the leg. A replacement device was used to complete the procedure.